Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
,It was reported the touchscreen was unresponsive. Customer states the touchscreen does not respond when he attempts to unlock the 1-2-3 screen by pressing the number 1. Customer reports that when pressing the number 1, the number 2 does not light up. Customer states when the wake button is pressed twice then is able to go through the unlock screen completely and has no further touchscreen issues. The customer's blood glucose level was not impacted. The customer reported that an alternate pump would continue to be used for insulin therapy.